Event description:
It was reported by phone, by the sales representative, that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and when inserting the iab into the sheath, the iab became stuck. The md removed the iab and the sheath as one unit. There is no more information available.

Manufacturer narrative:
Sample will not be returned for evaluation.